Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2020 during routine generator replacement. The patient was stable before, during, and after surgery.

Event description:
New information received notes that the pacing impedance measure had increased to almost twice the the value of the initial measurement at implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting over-sensing and loss of capture. The patient was brought into clinic for threshold testing, and programming interventions were made. The patient was in stable condition.